Event description:
Bipolar dislocated on x-ray. Noticed bone wear and poly wear operatively.

Manufacturer narrative:
An event regarding dislocation involving a centrax bipolar was reported. The event was confirmed. -medical records received and evaluation: the provided x-ray was submitted to a consulting clinician who deemed it insufficient for a medical review. The reported event was confirmed. Medical records and better quality x-rays are needed. Conclusions: the root cause could not be determined as the devices were not returned for evaluation and insufficient medical information was provided. Further information, such as medical records and better quality x-rays, is needed.

Event description:
Bipolar dislocated on x-ray. Noticed bone wear and poly wear operatively.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4).